Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that one month after the implantation, faulty sensing of the lead, without inappropriate shock, was reported. During the follow-up in (B)(6), incorrect tachycardia sensing instances without shock deliveries and an increase in the rv pacing threshold were also observed. The incorrect sensing could not be reproduced. The anamnesis and the x-ray examination also did not provide any indication as to the cause of the incorrect sensing. A pace/sense lead was added to this one. No deterioration of the patient's state of health was reported.